Event description:
It was reported that an out of range issues occurred between the transmitter and pump. Reportedly, the customer did not have the transmitter and the pump within range of each other. The customers blood glucose level was 40 mg/dl. Customer addressed bg by consuming carbohydrates. Reportedly, the pump and the transmitter regained connection after repositioning the transmitter and pump.

Manufacturer narrative:
"Keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.